Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 there were fifteen backflow alarms which were more than the other dates the system was used. There was no way to tell from the log if the tube was clamped or if the backflows are real. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the customer, the backflow alarm went away with higher revolutions per minute (rpms). The field service representative (fsr) tested the flow system and could not verify any issues. He left the test loop clamped on both sides of the flow sensor for 30 minutes without any false "back flow" alarms. Logs were downloaded.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that there was a backflow alarm while the flow sensor was clamped. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.